Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the screen had frozen on the restocking page. A technical support specialist (tss) ended the application and relaunched it, after which the user successfully issued the medication without further issues. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user reported that the application was stuck on the restocking page, preventing user from proceeding to issue an item. However, there were no adverse events or injuries reported based on this incident.